Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and dehydration on (B)(6) 2019 with blood glucose of 300 mg/dl. The customer experienced symptoms such as nausea, vomiting and abdominal pain. The customer was treated with intravenous drip and dextrose. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. The insulin pump will not be returned for analysis.